Event description:
It was reported that the patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d) experienced a severe right sided chest pain and a sensation of stimulation in the chest post implant. Leads were all in normal measurements and were positioned in all locations. There were no effusion and perforation which were confirmed via echocardiogram. The physician suspected that the patient experienced septal spasm and given with a medication for relief. As of this time, this crt-d remains in service. No adverse patient effects were reported.